Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys anti-tpo assay on a cobas 8000 e 801 module. Patient 1: the sample initially resulted in an anti-tpo value of 62 iu/ml. An aliquot of the sample was repeated on a second analyzer, resulting in an anti-tpo value of 9 iu/ml. The initial sample was repeated on the first analyzer, resulting in an anti-tpo value of 9 iu/ml. The parent tube of the sample was measured on the first analyzer, resulting in an anti-tpo value of 9 iu/ml. Patient 2: the sample initially resulted in an anti-tpo result of 38 iu/ml. An aliquot of the sample was repeated on a second analyzer, resulting in an anti-tpo value of 9 iu/ml. The initial sample was repeated on the first analyzer, resulting in an anti-tpo value of 9 iu/ml. The parent tube of the sample was measured on the first analyzer, resulting in an anti-tpo value of 9 iu/ml. Patient 3: the sample initially resulted in an anti-tpo value of 74 iu/ml. An aliquot of the sample was repeated, resulting in an anti-tpo value of 20 iu/ml. The initial sample was repeated on a second analyzer, resulting in an anti-tpo value of 22 iu/ml. The questionable results for patient 1 and patient 2 were not reported outside of the laboratory. For patient 3 it was asked, but it is not known if the questionable result was reported outside of the laboratory. The anti-tpo reagent lot number was 62431500, with an expiration date of 30-nov-2022.

Manufacturer narrative:
The customer provided data for one additional patient sample with discrepant results tested with the elecsys anti-tpo assay on a cobas 8000 e 801 module. On (B)(6) 2022, the sample from patient 4 initially resulted in an anti-tpo value of 59 iu/ml and an aliquot of the initial tube repeated as 9 iu/ml. The original tube and the aliquot were repeated on a second analyzer, both resulting in values of 9 iu/ml. The sample is from an 83 years old male. No incorrect values from this sample were reported outside of the laboratory.

Manufacturer narrative:
The customer provided data for five additional patient samples with discrepant results tested with the elecsys anti-tpo assay on a cobas 8000 e 801 module. On (B)(6) 2022, the following results were obtained: the sample from patient 5 initially resulted in an anti-tpo value of 40 iu/ml. The sample was repeated twice, resulting in values of 80 iu/ml on a second analyzer and 39 iu/ml on the initial analyzer. The sample is from a 60 years old female with a previous anti-tpo result of 35 iu/ml. The date of the previous result was not provided. On (B)(6) 2022, the following results were obtained: the sample from patient 6 initially resulted in an anti-tpo value of 96 iu/ml. The sample was repeated twice on a second analyzer, resulting in values of 57 iu/ml and 58 iu/ml. The sample is from a 53 years old male. The sample from patient 7 initially resulted in an anti-tpo value of 93 iu/ml. The sample was repeated twice on a second analyzer, resulting both times in a value of 9 iu/ml. The sample is from a 72 years old female. The sample from patient 8 initially resulted in an anti-tpo value of 272 iu/ml. The sample was repeated twice, resulting in values of 563 iu/ml on a second analyzer and 239 iu/ml on the initial analyzer. The sample is from a 59 years old female with a previous anti-tpo result of 250 iu/ml. The date of the previous result was not provided. On (B)(6) 2022, the following results were obtained: the sample from patient 9 initially resulted in an anti-tpo value of 39 iu/ml. The sample was repeated two times, resulting in values of 9 iu/ml and 9 iu/ml. The sample is from a 74 years old male. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
There were no similar complaints from other customers for the same lot numbers (and all other reagent-specific lot numbers) for the anti-tpo assay. The investigation determined that there was no indication of an overall reagent-specific problem. Analysis of the alarm logs, calibration and qc data, sample data, and pictures of the sample foam detection (sfd) camera showed a problem with the overall sample quality. From the analysis of the calibration signals and control values, a general reagent issue most likely can be excluded. The investigation determined the issue was consistent with a sample quality problem.

Manufacturer narrative:
The questionable result for patient 3 was not reported outside of the laboratory.